Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor patch fell off. The sensor was inserted at the abdomen on (B)(6) 2015. Reportedly, flonase is used as skin prep before sensor insertion. The flonase was prescribed to the patient for this use. Patient's mother does not recall the date of the doctor's visit when this was prescribed. The patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).